Event description:
The pt underwent a colonoscopy on 6/29/99. The findings were normal and the pt was discharged in stable condition. The pt was admitted to the hospital emergency room on 7/1/99 and underwent a flexible sigmoidoscopy. Reported moderate proctitis.